Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that replacing the positioning sensor unit (psu) resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect positioning sensor unit (psu) has been received by the manufacturer for evaluation. The returned positioning sensor unit (psu) did not power on with amber fault light on but a check of the event log revealed intermittent sensor, external battery and illuminator voltages out of range. Positioning sensor unit (psu) passed accuracy tests.

Event description:
A site representative reported that during cranial resection, a localizer not connected error message was displayed on the navigation system. Rebooting the system resolved the issue. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.